Manufacturer narrative:
(B)(4). Evaluation, results: (kink); (small iliac arteries). Conclusion: (small iliac arteries).

Event description:
An endurant stent graft system was selected for use in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. External and common iliacs had a normal/unremarkable amount of calcification and tortuosity. The common iliacs were greater than 8 mm in diameter. The external iliacs were about 7 mm in diameter, but the right side was reported to be narrower than the left. After predilatation with an 8 mm balloon, an attempt was made to advance the endurant bifur device up the right side. The device would not advance, so an attempt was made on the left side. As a sheath would have been too large, sheaths were not tried. Multiple attempts were made on the left side. However, the device would not advance after balloon dilatation; the device was able to track up through the narrower external iliac to the common iliac but could not be advanced past the left common iliac. There seemed to be not enough push ability of the device; a lunderquist was used during the case, but it did not seem stiff enough. The physician did not want to try another wire. The device was starting to develop a slight bend in the catheter during the insertion attempts. The evar was aborted, and it was decided to convert to an open repair, which was successful. No clinical sequelae were reported and the pt is fine.